Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "implants are starting to wrinkle around the edges, as though the saline is leaking."

Event description:
Patient reported "implant is starting to wrinkle around the edges, as though the saline is leaking." This record is for the left side.